Manufacturer narrative:
Clarification to a6: "mixed race".

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "discomfort in the left breast", "intracapsular rupture" and "internal folds." Device remains implanted.